Manufacturer narrative:
The device was sent in for evaluation for the issue of no image. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that design change of the dr board was performed on (B)(6) 2018. Whether or not this design change is related to the event in question is unknown. The following was confirmed from the product information card: the output of the operational amplifier was abnormal due to burnout of the positive power supply of the operational amplifier (u59) on the dr board of the cv-190. Therefore, the v driver could not output the desired signal to the charge couple device (ccd), resulting in the image loss. On the application note prepared by the manufacture of the operational amplifier, ¿the rising of the negative power supply¿ needs to be followed by ¿the rising of the positive power supply¿. However, in fact, it was designed so that the negative power supply would be activated approximately 800ms after the positive power supply was activated. Since the overcurrent occurred in the positive power supply and approximately 2w power consumption was generated, the excessive load was applied to the operational amplifier, resulting in the dr board failure. (On the datasheet of the operational amplifier, the absolute maximum rating of the power consumption was 300mw.)

Manufacturer narrative:
Due diligence was executed. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacturing date is not known. The user¿s complaint was confirmed. Upon inspection, there was no image observed with the 180 scopes. This is attributed to a faulty dr board of the patient board set.

Event description:
As reported for this event, during set up for a diagnostic procedure, the device did not yield an image with the 180 series scopes. There is no patient involvement.